Manufacturer narrative:
Discordant negative grading of a 3+ reaction in abo reverse typing for one patient's sample using ortho biovue system in conjunction with an ortho vision biovue analyzer. The root cause could not be confirmed, however it was determined as being potentially due to a possible calculation error in a specific portion of the cassette imaging software (cims) responsible for classifying biovue column side grades and side features into a column grade using a classification tree. No biased result was reported to the physician. The patient was not harmed.

Event description:
The customer reported that on (B)(6) 2016, they had tested a patient¿s sample for abo reverse typing using ortho biovue system reverse cassette in combination with their ortho vision biovue analyzer and that they had obtained a positive reaction (4+ reaction) with cell a1 and that the ortho vision biovue analyzer had reported a negative grading for this reaction. The customer reported that no biased result had been reported to a physician and that the patient had not been harmed as a result of the reported event.